Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results for multiple patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. In total, 6 mdrs will be filed for this case per FDA guidance; one per patient. The alleged samples all initially generated positive sars-cov-2 results on a single liat analyzer using different reagent lots. They were then repeated on the cobas 68/8800 system which yielded negative results for all samples. No further information is available regarding the repeat results. An investigation was conducted to evaluate the customer issue which did not identify any product problem. The discrepancy is likely due to differences in the technologies between the two platforms used. Note that the 6800 sars-cov-2 test detects orf1a/b and e gene reported through two separate channels while the liat scfa test detects different regions of the orf1a/b along with the n gene of the sars-cov-2. As such, results with one assay may not be reproducible with a different assay. In addition, some of the alleged samples are near or below the limit of detection which are expected to generate wavering results with repeat testing. In totality, the provided information supports the analyzer is performing well and the test is working as intended.

Manufacturer narrative:
(B)(6). A customer from (B)(6) alleged discrepant results for multiple patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. An investigation was conducted to evaluate the customer issue which did not identify any product problem. The discrepancy is likely due to differences in the technologies between the two platforms used and some samples being near or below the limit of detection. In totality, the provided information supports the analyzer is performing well and the test is working as intended. (B)(4).